Manufacturer narrative:
(B)(4). Per the user facility, this was the first time powering the unit on for the day and only the top of the display was flickering.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the top of the central control monitor (ccm) would flicker. The unit was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) was unable to duplicate the reported issue. Per log analysis on 07-mar-2018, there was no indication in the log of what may have caused a flickering screen. This sort of issue (flickering display), normally would not be logged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: MFR site.